Manufacturer narrative:
After the evaluation was noticed that the lot number informed does not correspond to the item received. Therefore, the lot number was not considered. Considering the surgical methodology, it was seen that the dentist has used less drills than recommended to perform the implant installation. The investigation of the complaint was carried out considering the analysis of the information given by the dentist in the guarantee form and visual conference of the product returned by the dentist.

Event description:
(B)(4): the dentist reported that 28 days after the dental implant was installed in intraoral region 10#, its non-osseointegration was observed. Moreover, 60n.cm of primary stability was achieved, the patient presented bone type iii, bone graft was placed and immediate load procedure was done.

Manufacturer narrative:
Considering the surgical methodology, it was seen that the dentist hasused less drills than recommended to perform the implant installation.the investigation of the complaint was carried out considering theanalysis of the information given by the dentist in the guarantee form,visual conference of the product returned by the dentist and theevaluation of relevant production records.

Event description:
(B)(4)- the dentist reported that 28 days after the dental implant was installed in intraoral region 10#, its non-osseointegration was observed. Moreover, 60n.cm of primary stability was achieved, the patient presented bone type iii, bone graft was placed and immediate load procedure was done.